Event description:
It was reported that the patient's lead was outside of the globus pallidus region of the brain and was going to be revised. The date of revision was not known. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3387s-40, lot# unknown, implanted: 2010-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the reason for the lead revision was because "it was 3 mm outside" the area and the patient "wasn't getting enough control." The patient also added it was affecting their speech more than their movements. They stated they had an "episode" where it "basically twisted" them "into a pretzel" and they were on the ground and couldn't get up. It was stated the lead was revised under MRI guidance and their healthcare provider (hcp) put the lead in the internal globus pallidus (gpi).